Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking at a stopcock located next to the planecta. No patient injury to report.